Event description:
The device was attached to the scope and one band was fired outside of the pt to ensure the device was set up correctly. The device was used in a gif160 scope to do a ligation of the pt's esophagus. After the remainder of the bands were fired successfully, the physician attempted to remove the device from the pt when the adaptor detached from the scope and remained in the pt's esophagus. The adaptor still had its strings attached however the string had separated from the wire. A retrieval net was used to remove the detached adaptor.